Event description:
It was reported that the patient experienced inadequate stimulation resulting in a return of their pre-implant tremor. The physician assessed the presence of low impedance readings on the lead extensions. The patient underwent a revision procedure where the lead extensions were replaced and did well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in block b5. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6) & batch: (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: n/I, batch: n/I.

Event description:
It was reported that the patient experienced intermittent paresthesia resulting in inadequate stimulation. The physician assessed the presence of low impedance readings on the lead extensions. The patient underwent a revision procedure where the lead extensions were replaced and did well postoperatively.